Event description:
Patient woke during the night on (B)(6) 2013, and her blood glucose was approximately 60 mg/dl. She ate 4-5 be, and when she attempted to deliver a bolus, she noticed the infusion device had shut-off without providing an error message. The infusion device would not function, and she was unable to resolve the issue by changing the battery. The infusion device was not exposed to water or electromagnetic fields. The infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The investigation showed that battery acid leaked out of the battery. The acid led to corrosion of the battery contacts and to a power interruption. The insulin pump shut-down without alarm because of the sudden power failure.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.